Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the display screen was found to be cracked. The call service 069 alarm was found in the pump¿s history and duplicated when a test screen replaced the damaged display. The failure is defined as language file corruption while retrieving the language text. The error is resident to a flash chip in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.